Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and found to be broken at the luer fitting. The broken piece was returned with the accessory. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the universal seal had a broken insufflation port and prevented insufflation. The procedure was completed with no reported injury.